Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient is experiencing uncomfortable stimulation in the rib area. The original pain pattern is bilateral hips. There are no known reported falls or trauma. X-rays were ordered to address the issue. Follow-up identified the leads have migrated. Surgical intervention may be considered as the next course of action.